Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m60 set had air in the line during continuous renal replacement therapy (crrt). The reporter stated that the prismaflex machine presented a ¿return pressure not detected¿ alarm. The reporter inspected the setup and found that the machine was connected to the patient and no luer locks were loose. The alarm was cleared and the therapy was continued. When the renal nurse was examining the rest of the setup, the circuit was noted to have a ¿very large¿ space of air in the tubing. The reporter stated that the air was past the red air detection pod and was located in the large central wheel. This part of the tubing was the only area in which air was witnessed and the blue tubing was free of air. Therapy was discontinued and the blood in the circuit was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.